Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked case at the display window corners, cracked case at the reservoir tube window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, missing reservoir tube o ring and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir tube lip broke off and she had to rubber band the reservoir into the insulin pump because the top part of the reservoir is exposed. She also reported the insulin pump has cracks near the battery cap, the lcd screen and the reservoir compartment. Customer stated the device has been dropped in the past. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.